Event description:
It was reported that while in use the ventilator had an 'alarm problem'. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured, as a result of the reported event. The investigation is ongoing.

Manufacturer narrative:
A philips authorized service provider (asp) reported the customer elected to use a third party service vendor for repair and would not provide further details. The final disposition of the device could not be determined because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.